Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Contact requested tandem technical support's assistance with turning on the pump to resume pump therapy. The contact declined to provide further information.